Manufacturer narrative:
Review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review or once samples are evaluated, the additional relevant information will be submitted in a follow-up report. The device was not returned to kimberly-clark for evaluation, therefore, we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report from (B)(6), ¿the nurse found the dse trach care had broken during use. The respirator machine was alarming, the nurse checked the connection between the respirator and the trach care and found the dse trach care was already broken. The patient can move its left hand and take off the connection by itself as noted from past occurrence. The nurse was not at the bedside when the respirator was alarming, therefore nobody knows how the dse trach care was broken.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).